Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, was likely due to stress of use, an external factor, or handling of the device. The event can be detected by following the instructions for use in urf-v2 operation manual chapter 3, ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno videoscope exhibited angle locks and shaved forceps stopper mouthpiece. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.